Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test. The insulin pump was received with intermittent up arrow button and act button response due to flattened up arrow button and act button dome switch. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer also reported they were hospitalized for high blood glucose between (B)(6) 2017 for a high blood glucose of 425 mg/dl. The customer reported the buttons on the insulin pump were not responsive prior to the hospitalization. The cause of the hospitalization was from diabetic ketoacidosis and influenza b. The customer was hospitalized for two nights as a result and treated with a drip. The customer was disconnected from the insulin pump for less than 48 hours prior to being hospitalized. The customer reported the buttons were hard to push and the insulin pump was not delivering boluses as a result. The customer's current blood glucose was 280 mg/dl at the time of the call. The customer did not experience any symptoms of high blood glucose at the time of the call. The insulin pump will be returned for analysis.